Event description:
Reported case of meningitis. A pt experienced an ear infection while out-of-town with family. An urgent care facility prescribed zithromax for the ear infection. Family returned home the next day. Pt got worse and began vomiting. Family contacted primary care physician, and eventually contacted the implant surgeon. It was reported that the implant surgeon had the pt admitted to the hospital for treatment. Blood work performed (date unknown) suggested pneumococcal sepsis. Myringotomy was performed on the implanted ear (date unknown). The fluid was checked and had "lots of white blood cells". Lumbar puncture was performed. Surgeon feels that they "could have headed this off" if the medical care was more responsive to contacting them directly.